Event description:
It was reported the customer received a button error alarm. The customer pressed esc and act button to clear the alarm but the buttons were unresponsive. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).